Event description:
The pt's system was explanted due to an infection at the pocket site. The pt is being treated with antibiotics.

Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for eval.